Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9584137) became impeded at the microcatheter hub and could not be advanced into the unspecified microcatheter (mc). The stent was subsequently found to have prematurely detached from the delivery wire while positioned within the microcatheter hub. The physician used another device to retrieve the detached stent and then implanted a new stent to successfully complete the procedure. The microcatheter was not replaced. No patient injuries or clinical complications were reported. Additional event information received on 02-mar-2026 indicated that a guidewire was used in microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus 150/5cm (product code: 606s255x). The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no prolongation due to the event. Another enterprise vascular reconstruction device was used. One photo is attached to the complaint file. The image captures the detached stent on top of the packaging. The stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The guide wire can be seen inside the packaging. No other damage was observed. No other damage was observed. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x22mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the detached stent was returned for evaluation. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed, and no internal actions were identified. The issue described in the complaint regarding the stent becoming impeded in the proximal end of the microcatheter could not be evaluated through functional testing because the stent was detached during the procedure. However, this event suggests that the enterprise introducer was not fully seated in the microcatheter hub, allowing the stent to expand within the hub, which created resistance and prevented further advancement. Sufficient push-pull force was then applied, disengaging the stent. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. Based on this, the customer complaint was confirmed. The delivery system might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 02-mar-2026 indicated that a guidewire was used in microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus 150/5cm (product code: 606s255x). The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no prolongation due to the event. Another enterprise vascular reconstruction device was used. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9584137) became impeded at the microcatheter hub and could not be advanced into the unspecified microcatheter (mc). The stent was subsequently found to have prematurely detached from the delivery wire while positioned within the microcatheter hub. The physician used another device to retrieve the detached stent and then implanted a new stent to successfully complete the procedure. The microcatheter was not replaced. No patient injuries or clinical complications were reported.

Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. (B)(6) reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 9584137. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One photo is attached to the complaint file. The image captures the detached stent on top of the packaging. The stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The guide wire can be seen inside the packaging. No other damage was observed. No other damage was observed. The issue regarding the stent being impeded in microcatheter hub and could not be pushed into the microcatheter cannot be evaluated based on the provided photo. However, the issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition noted on the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.